Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high, out of range shock impedance (greater than 155 ohms), noting there have only been a few episodes over the past 3 years. A technical service (ts) consultant reviewed device data and provided recommendations to perform lead integrity testing , x-ray images, maneuvers/isometrics and a 1.1j commanded shock returns an in range measurement, the clinician can also choose to deliver a max energy shock (41j) to ensure full integrity of the system. The device remains implanted. No adverse patient effects were reported.